Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the ventricular assist device (vad) was not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed an increase in power consumption and estimated flows starting on (B)(6) 2025 followed by a sharp increase on (B)(6) 2025, leading to parameters above normal operating range. Additionally, sixty-nine (69) high watt alarms were logged since (B)(6) 2025. As a result, the reported high power event was confirmed. The reported pump thrombus event could not be confirmed due to insufficient evidence. Of note, information provided by the site indicated that patient was treated with tissue plasminogen activator therapy, anticoagulant therapy, and thrombolytic therapy. Based on the available information, the device may have caused or contributed to the reported event. Based on the available information and historical review of similar events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Per the instructions for use, device thrombus is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of thrombus events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, t he progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications, and the patient's complex post-operative course. There are possible patient, pharmacological, and procedural factors that may have cont ributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a ventricular assist device experienced pump thrombosis, which was identified by a high watt alarm and confirmed thrombus inside the pump. The patient presented with elevated lactate dehydrogenase levels. Initial interventions included tissue plasminogen activator therapy, which did not elicit a response, followed by anticoagulant and thrombolytic therapy. The patient was compliant with heparin therapy at the time of the event. Diagnostic evaluations included log file review and laboratory tests such as prothrombin time, international normalized ratio, and lactate dehydrogenase levels. Due to persistent issues, a pump exchange to the competitors brand was performed. The event was assessed by the treating physician as related to both the device and the procedure. The product was explanted. The patient outcome was reported as alive with injury.